Event description:
M-vizion locking screw loose, the screw was tightened according to the recommended operating technic. The date of primary nor other informations are available. No revision surgery is planned because the patient is not in pain or discomfort.

Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs manager: the complaint concerns the loosening of an m-vizion locking screw in the context of a total hip arthroplasty. No information was provided regarding the time elapsed since the surgery. The patient has not reported any pain or discomfort. The available x-ray image clearly indicates that the screw is not seated in the appropriate position, appearing elevated. It is reported that the screw was tightened according to the recommended surgical technique and no intraoperative issues occurred. We have no doubt that the stem is functioning as intended despite this issue. However, we cannot guarantee that the screw will not loosen further or fully disengage from the stem, which could potentially cause secondary issue to the patient. It is up to the surgeon to thoroughly assess the patient's clinical condition and determine whether to proceed with reoperation or opt for close monitoring. Investigation performed by medacta hip r&d project manager: a preliminary investigation was performed analysing the x-rays post op and at the time of the complaint. The screw at the postop was flush with the proximal body shoulder, while at the control the screw was unscrewed and it protruded from the proximal body shoulder by 2-3 millimiters. Unfortunately the length of time the stem was implanted in the patient is unknown so it is not possible to make considerations about progression of the screw displacement due to cyclic loads on the implant. The root cause is unclear, most likely the screw was not implanted correctly even if the surgeon declared that the screw was implanted as per surgical technique. Anyway, we have no doubt that the stem is functioning as intended despite this issue, since the modular junction is stable even without the screw. It is not possible to say for sure whether the screw will remain in that position, but most likely it will not completely unscrew from the implant. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.